Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the report of "in september". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre sensor detached prematurely. The customer reported that due to this they developed unspecified symptoms of hypoglycemia, and required treatment of glucagon injection and then juice by a third-party. There was no report of death or permanent injury associated with this event.